Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation as reported, under endoscopic vision with a pediatric cystoscope, the open-end ureteral catheter was inserted along the wireguide inserted into the forceps channel. The catheter was severed when approaching the ureter, a slight resistance was felt, during a cystoscopic procedure of the ureter. The catheter was inspected for damage prior to use and there was no problem found. The severed catheter was retrieved with forceps, and contrast was performed using another catheter. The physician thinks that it was possible that the catheter had been damaged and severed due to its tight size as it had been inserted through the forceps channel of the pediatric cystoscope. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the device master record (dmr), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the device, were conducted during the investigation. One open-end ureteral catheter was returned without package or label. Upon inspection the catheter was cut into 2 pieces at an angle. There is other damage around the cut that appears to be from tooling. No other damage noticed. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. A review of the device specification was performed including dmr and quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. The device is supplied with IFU which includes the following device description ureteral catheters are available in a variety of french sizes, lengths, and distal tip configurations. The choice of catheter should be based on the physician¿s preference and clinical situation. Precautions ¿ avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. ¿ if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. ¿ do not withdraw catheter while deflected in cystoscope/endoscope. Cook has concluded the cause of the complaint is likely inadvertent use error. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, under endoscopic vision with a pediatric cystoscope, the open-end ureteral catheter was inserted along the wireguide inserted into the forceps channel. The catheter was severed when approaching the ureter, a slight resistance was felt, during a cystoscopic procedure of the ureter. The catheter was inspected for damage prior to use and there was no problem found. The severed catheter was retrieved with forceps, and contrast was performed using another catheter. The physician thinks that it was possible that the catheter had been damaged and severed due to its tight size as it had been inserted through the forceps channel of the pediatric cystoscope. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.